Manufacturer narrative:
It was reported that the mcot monitor - a13 - verizon fell and the charger got jammed in the charging port and the monitor overheated. The monitor returned for investigation. Monitor was inspected for general physical integrity and found the monitor and charger cable melted and fused together in the charging port. Further investigation is being conducted. Engineering evaluation confirmed the monitor/charge cord melt. Root cause could not be determined.

Event description:
It was reported that overnight on 23 february into 24 february 2025 the mcot monitor - a13 - verizon fell on the floor and became damaged. The patient noted that after the monitor fell on the floor, the charger was jammed in the bottom at the charging port. The patient could not pull the charger out. The patient also noted that the monitor became very hot and the overheating warning message appeared on the monitor's screen. It unplugged the charging adapter and powered the monitor off. Additional information was provided that the monitor did work after the incident and the patient was shipped a replacement. No additional information provided.